Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01032 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Positive adenovirus. 2. What result was the customer expecting to obtain (if different from the obtained result) negative adenovirus. Samples b10 in run 1346 and b3 in run 1353 show crosstalk as the curve shapes and inflection points mirror each other well between fam & vic on each of the runs.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Positive adenovirus. 2. What result was the customer expecting to obtain (if different from the obtained result) negative adenovirus. Samples b10 in run 1346 and b3 in run 1353 show crosstalk as the curve shapes and inflection points mirror each other well between fam & vic on each of the runs.

Manufacturer narrative:
G.5. PMA / 510(k)#k111860 k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.